Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "residual insulin remaining in the cartridge (unusable)". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 227 mg/dl.